Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 after receiving vibratory alerts on their implantable cardioverter defibrillator. Upon interrogation, it was noted that there were some non-sustained right ventricular oversensing episodes. Some of these episodes were attributed to ventricular tachycardia, and some were attributed to atrioventricular nodal reentry tachycardia, for which the patient experienced inappropriate shock. No intervention was reported. The patient was stable throughout.